Event description:
It was reported by the physician that diagnostics were within normal limits. She does not believe that the symptoms reported by the patient are an actual threat or problem or causing the myriad of problems reported by the patient. She does not think that the vns is causing pain/stinging or a new seizure type. She also does not believe the device is migrating. Per the physician, the patient has described the pain inconsistently but when asked, the patient always complains it bothers her. The physician believes that the adverse events reported by the patient are related to the patient's fixation on her device as a type of ocd. The physician believes that the patient should keep the device for her seizures, but the patient disagrees no known surgical intervention has occurred to date. No.

Event description:
Information was received from the patient that the planned vns removal surgery is addressing the increase in seizures, generator protrusion, painful stimulation in chest, painful stimulation in neck, and generator migration. Additionally, the patient reports experiencing chest pain (stinging) event with the device turned off. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
The patient reported feeling painful shocks, a stinging feeling in the chest at the location of the vns generator, a stinging feeling in the neck near the lead's electrodes, and that she now experiences grand mal seizures fairly regularly which she did not have regularly before vns therapy. Additionally, the patient reported that sleeping in certain positions causes the device to migration higher within the chest. The stinging reportedly occurs more when seizures are happening and the patient is still having an increase in seizure activity. Per the patient, these events began the month of vns implant. No additional or relevant information has been received to date.

Event description:
Information was received from the patient's neurologist that the increased seizure activity was due to the patient not being optimized on medication or vns settings. The patient's magnet output and normal output currents were increased and pulse width was reduced to provide better seizure control. The device's duty cycle (stimulation on time and off time) was also reportedly adjusted. It was reported that no medical interventions were being taken at this time. Lead impedance resulting from system diagnostics was reported to be normal. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was experiencing an increase in seizures since being implanted with vns. Attempts for information have been performed with the patient's neurologist, but no additional or relevant information has been received to date.